Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when she went to lie down on a couch on (B)(6) 2016, she felt a pop and a stabbing sensation at the implantable neurostimulator (ins) site. She went to see the health care professional (hcp) who said that the incision looked good and did not know what could have caused it. She noted that if she saw any signs of infection, she needed to call the hcp so she could get on antibiotics. 2 days later ((B)(6) 2016), it started swelling and getting red and she had chills/ fever. It was very painful. The next morning, she called the hcp and got a prescription for antibiotic. She stated to feel better. The hcp confirmed it was an infection. Oral antibiotics were prescribed to resolve the issue. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.